Manufacturer narrative:
The returned hdf-3500 passed ¿out qat¿ from heartsine technologies on (B)(6) 2017. On receipt of the device the history and memory logs were downloaded. The hdf-3500 is subject to omron goods inward testing. The reported complaint outlines that during that testing the left/right pad placement icons failed to illuminate correctly. During testing the pad placement led¿s failed to illuminate when direct pressure was applied near the membrane tail. This would confirm the reported fault. The fault was traced back to a damage within the ribbon tail of the membrane which resulting in the pad placement led failing to illuminate when pressure was applied. The fault cleared when the ribbon tail was extended. Further investigation also observed excess silicon across the connection of the membrane tail, this may have caused extra stress on the membrane tail resulting in the membrane tail flex becoming damaged. The fault could not be replicated with a known good membrane installed.

Event description:
Led not illuminating. There was no patient involved in this event.